Event description:
During the service review, a baxter technician discovered a colleague infusion pump with the condition of failure code 810:11:00 which interrupted delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem was confirmed during evaluation. The root cause could not be identified. No action is needed to fix the reported condition. However, the pump head module (phm) was replaced as a precaution. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.